Event description:
It was reported that during an aneurysm embolization case, a web device did not detach. Various maneuvers were carried out (pulling the pusher, approaching with the micro, twisting the pusher) but without success. It was removed and another web was implanted successfully. There was no injury or intervention. The patient was reported to be ¿fine.¿

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently ongoing.

Event description:
It was reported that during an aneurysm embolization case, a web device did not detach. Various maneuvers were carried out (pulling the pusher, approaching with the micro, twisting the pusher) but without success. It was removed and another web was implanted successfully. There was no injury or intervention. The patient was reported to be ¿fine.¿

Manufacturer narrative:
Items returned for evaluation: web implant. Items not returned for evaluation: delivery system (pusher); introducer; dispenser hoop; microcatheter; controller. The visual analysis of the returned item found the web implant to be separated from the pusher. The pusher was not returned for evaluation. The web implant was found to be within visual and dimensional specifications. Further inspection found that the heater coil windings stretched, broken, and stuck onto the implant tether. The implant tether appeared to be melted. The investigation found the web implant to be separated from the pusher. The pusher was not returned for evaluation. Further inspection found the heater coil windings to be stretched, broken, and stuck onto the implant tether. The implant tether was found melted, indicating that the device was activated using a detachment controller during the procedure. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch likely during the various push, pull, and twisting maneuvers performed with the delivery system as described in the reported event.